Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Device currently retained at the account.

Event description:
It was reported by the account that during a laparoscopic appendectomy procedure, the device locked out. While the surgeon was trying to remove the device from tissue, the handle broke. It is unknown if the device cut or if the staple line was complete and formed. The account stated that during the procedure, there were ecr60 and ecr45 cartridges on the back table. It is unknown if the reload was the correct reload for the device. Another incision was made, trocar inserted with another device. The surgeon used another device to cut the existing device off tissue. The case was completed with the second device. The patient is fine and was discharged from the hospital. The account's practice is not to release product.